Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit was received with operating currents within specification. Unit passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump error alarmed during self-test and confirmed in insulin pump history with variable (003) due to cold solder joint at keypad assembly. Insulin pump was returned for power error. The power management tool confirmed pump error and power loss alarms were triggered when backup battery unloaded voltage (ul vlith) was less than 3.7 v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. Unit was received with cracked keypad overlay at select button. Unit was received with minor scratched display window, case and keypad overlay texture damaged. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.